Manufacturer narrative:
H11: internal complaint reference:(B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopic rotator cuff repair, the cannula threaded flex was found twisted inside the sterile packaging, making it impossible to insert the mandrel. The entire batch received in the operating room appeared defective, with the twisting visible to the naked eye. The surgeon agreed to use the same cannulas to complete the procedure because no suitable alternatives were available. Significant difficulty was encountered when inserting both the mandrels and the repair instruments. As the instruments struck the wall of a cannula, one (1) cannula threaded flex broke, and a fragment became lodged inside the patient¿s shoulder. The surgeon had to locate and retrieve this fragment. It is unknown if there was surgical delay, and no further complications reported.